Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter product ID 8596sc lot# serial# (B)(6) implanted: explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter product ID 8596sc lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 02-jul-2021, UDI#: (B)(4) : product ID: 8596sc, serial/lot #: (B)(6), ubd: 24-oct-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (concentration: 500mcg/ml, dose rate: 75mcg) via an implantable pump for intractable spasticity. It was reported that the patient experienced increased spasticity. They were instructed to take oral baclofen until they could be seen. The patient was currently down south for the winter would not be back into until may. The patient wanted to wait until they came back in may for a dye study. Regarding environmental/external/patient factors that may have led or contributed to the issue, nothing was noted by the patient or healthcare provider. The issue was not resolved as of (B)(6)2021. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient's weight and medical history were unknown. On (B)(6) 2021 lfc (hcp): document contained no new information. Additional information was received from a company representative (rep) reporting that they revised the catheter that had been dye studied and appeared to be kinked. They left the catheter in place and tied off and added a new 8780 and prophylactically replaced the pump.